Manufacturer narrative:
The field service egnineer (fse) performed ise checks and a patient pool precision test successfully and checked probe alignments and rinse volumes. The customer performed qc successfully. The alarm trace did not contain a conspicuous event. A product problem was not identified. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 1 patient sample on a cobas 6000 c (501) module. This medwatch will cover na. Refer to medwatch with a1 patient identifier (B)(6) for information on the cl results. The initial na result was 124 mmol/l. The customer questioned the results as they were accompanied by a negative anion gap and repeated the sample. The sample was repeated on another c501 analyzer and the repeat na result was 141 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). It was found that the customer centrifuges their patient samples for 7 minutes, at 4200 rpm, which may be too short. The qc recovery data provided was acceptable. The investigation is ongoing.